Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed the user advisory (ua) 45 (not at "home" position after power-on/restart) and ua20 (position out of range) messages was confirmed during the functional testing and the archive data review. The root cause of the reported uas was the drive shaft not being at the "home position." These advisory messages can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was noticed that the encoder drive shaft was difficult to rotate and exhibited binding and resistance, likely due to normal wear and tear of the platform. This might have caused the user difficulty pulling up the lifeband completely before turning the device on. Upon visual inspection, unrelated to the reported complaint, a crack across the screw well of the front enclosure handle was noted. The observed physical damage was likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the physical damage. The archive data indicated ua45 and ua20 advisory messages, confirming the reported complaint. The autopulse platform failed functional testing due to ua20 displayed upon power-up, confirming the reported complaint. The clutch plate was cleaned and deburred to address the sticky clutch, and the drive shaft was rotated to the home position to address the ua20 and ua45 advisory messages. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).

Event description:
During shift check, the autopulse platform (B)(6) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The customer tried to clear the ua using the instructions but could not. Following troubleshooting steps, the autopulse platform displayed ua20 (position out of range) and ua45. There was no patient involvement.